Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor caught on fire and was disposed in the trash bin. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.